Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. There were no electronic patient records from the reported event. The electrodes were not available for evaluation. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would not provide a defibrillation shock. The device was used to monitor a patient when the crew observed the patient go into ventricular fibrillation. The defibrillation electrodes were connected to the patient and it was attempted to administer a shock to the patient; the device did not deliver a shock. It was reported that this happened three times. The electrodes were replaced with a new set, but the device would still not shock. A second ambulance crew arrived and used their defibrillator successfully. The patient had vomited, was sweating and was shaved prior to attaching the electrodes. A test shock and user test by the customer after the reported event passed successfully and the device was used since the event being reported. There was patient use associated with the reported event; however, there was no adverse outcome for the patient.